Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 80mm abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure, follow up showed a suspected type ia or type ib endoleak. Intervention was performed. During the intervention procedure when passing a wire up the left side the physician noticed the wire went into the sac. An angiogram in the left iliac showed what appeared to be a type 1b leak of the left limb. A etew1010c82e ((B)(4)) was implanted and the endoleak confirmed as resolved. Per the physician the cause of the endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.